Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the battery would not charge. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. An authorized service provider (asp) was requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, the following has been reported: this record has been determined to be duplicate of MFR report number 2031642-2022-02002.